Event description:
On (B)(6) 2012, it was reported that vns patient was seen on (B)(6) 2012 and normal mode diagnostics showed high impedance; output=limit/lead impedance=high/dcdc=7. The physician did not perform system diagnostics. The patient had been programmed to output=1ma/frequency=15hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.25ma and upon observing the high impedance message, the physician programmed her output current down to 0.5ma. The patient is going to be referred for a revision surgery and the surgeon will likely ordered x-rays. It was unknown if there was trauma or manipulation of the device. Clinic notes from the patient's (B)(6) 2012 clinic visit were received which indicated that last system diagnostics was performed on (B)(6) 2011 which showed output=ok/lead impedance=ok/dcdc=0. It was stated that a system diagnostics test was indeed performed on (B)(6) 2012 which also showed output=limit/lead impedance=high/dcdc=7. The physician had decreased the patient's settings to an output of 0.5ma in order to try and preserve battery. It was also noted in the clinic notes that the patient has frequent falls due to other health factors. Good faith attempts for further information from the physician have been made but have been unsuccessful. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient underwent a full revision surgery on (B)(6) 2012. The explanted products could not be returned for product analysis as the hospital sends the explants to their pathology department where they are discarded.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that x-rays were taken and will be sent to the manufacturer for review; however they have not been received to date. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 when the explanted lead and generator were returned to the manufacturer for product analysis. Product analysis on the generator completed and the generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis on the lead is still underway and has not yet been completed. The manufacturing records for the lead were reviewed; device met all specifications prior to distribution.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted lead. A break was noted on the positive coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, the images of the positive coil suggest a stress-induced fracture has occurred in at least one strand of the quadfilar coil. Due to mechanical distortion (smoothed surfaces) the fracture mechanism of the other strands cannot be determined. The outer and the inner silicone tubing are abraded open. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed lead met all specifications prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.